Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device received with intermittent button response due to flattened dome switch on act, up arrow and down arrow button. J2 connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test, self test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test and occlusion test. No rewind anomaly noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone that the buttons were unresponsive and hard to press. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump was louder. The insulin pump will not be returned for analysis.